Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('device migration/migration of essure device location of device: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and uterine fibroids. In 2008, the patient experienced genital haemorrhage ("abnormal bleeding (general)-8 months continuous bleeding") and pelvic pain ("pelvic pain"). On (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (essure removal). Essure treatment was not changed. At the time of the report, the device expulsion, alopecia, genital haemorrhage, menorrhagia, dyspareunia, nausea and dysmenorrhoea outcome was unknown and the pelvic pain had not resolved. The reporter considered alopecia, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, nausea and pelvic pain to be related to essure. The reporter commented: right- one coil was easily visualized. Left- 5 coils were easily visible concerning the injuries reported in this case, the following ones were described in patient¿s medical records: multiple uterine fibroids quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: events added: menorrhagia, dyspareunia, nausea, dysmenorrhea. Essure removal done. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('device migration/migration of essure device location of device: uterus/ essure has moved into uterus') in an adult female patient who had essure (batch no. 627434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, uterine fibroids, vomiting, kidney stone, knee pain, swelling nos, arthritis, constipation, weight gain, diaphoresis, dizziness, abdominal pain, vitamin d deficiency, thyroid nodular, adrenal neoplasm, miscarriage, hemorrhage (nos), blood pressure high, palpitations, blood pressure high, abdominal pain, adrenal neoplasm and ovarian cyst. Previously administered products included for an unreported indication: iud. Concurrent conditions included palpitation. Concomitant products included ibuprofen (motrin), paracetamol (tylenol) and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage ("abnormal bleeding (general)-8 months continuous bleeding"), pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2009, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2015, the patient experienced the first episode of alopecia ("hair loss"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and the second episode of alopecia ("hair loss"). The patient was treated with surgery (right and left partial salpingectomy,bilateral - davinci assisted laparoscopic essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the device expulsion, genital haemorrhage, heavy menstrual bleeding, dyspareunia, nausea, dysmenorrhoea, vaginal haemorrhage and the last episode of alopecia outcome was unknown and the pelvic pain had not resolved. The reporter considered device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, nausea, pelvic pain, vaginal haemorrhage, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: right- one coil was easily visualized. Left- 5 coils were easily visible. Discrepancy noted as per pif: removal or pip: pip. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: multiple uterine fibroids lot number: 627434 manufacturing date: 2008-06 expiration date: 2010-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: no new information added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('device migration/migration of essure device location of device: uterus') in an adult female patient who had essure (batch no. 627434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, uterine fibroids, vomiting, kidney stone, knee pain, swelling nos, arthritis, constipation, weight gain, diaphoresis, dizziness, abdominal pain, vitamin d deficiency, thyroid nodular, adrenal neoplasm, miscarriage, hemorrhage (nos), blood pressure high and palpitations. Previously administered products included for an unreported indication: iud. Concurrent conditions included palpitation. Concomitant products included ibuprofen (motrin), paracetamol (tylenol) and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage ("abnormal bleeding (general)-8 months continuous bleeding"), pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2009, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device expulsion, alopecia, genital haemorrhage, menorrhagia, dyspareunia, nausea and dysmenorrhoea outcome was unknown and the pelvic pain had not resolved. The reporter considered alopecia, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, nausea and pelvic pain to be related to essure. The reporter commented: right- one coil was easily visualized. Left- 5 coils were easily visible discrepancy noted as per pif: removal or pip: pip. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: multiple uterine fibroids. Most recent follow-up information incorporated above includes: on 8-dec-2020: mr received: lot number, medical history, patient aka name were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), alopecia ("hair loss"), genital haemorrhage ("abnormal bleeding (general)-8 months continuous bleeding") and pelvic pain ("pelvic pain"). Essure treatment was not changed. At the time of the report, the device dislocation, alopecia, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered alopecia, device dislocation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: right- one coil was easily visualized. Left- 5 coils were easily visible quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('device migration/migration of essure device location of device: uterus') in an adult female patient who had essure (batch no. 627434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, uterine fibroids, vomiting, kidney stone, knee pain, swelling nos, arthritis, constipation, weight gain, diaphoresis, dizziness, abdominal pain, vitamin d deficiency, thyroid nodular, adrenal neoplasm, miscarriage, hemorrhage (nos), blood pressure high and palpitations. Previously administered products included for an unreported indication: iud. Concurrent conditions included palpitation. Concomitant products included ibuprofen (motrin), paracetamol (tylenol) and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage ("abnormal bleeding (general)-8 months continuous bleeding"), pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2009, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device expulsion, alopecia, genital haemorrhage, menorrhagia, dyspareunia, nausea and dysmenorrhoea outcome was unknown and the pelvic pain had not resolved. The reporter considered alopecia, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, nausea and pelvic pain to be related to essure. The reporter commented: right- one coil was easily visualized. Left- 5 coils were easily visible. Discrepancy noted as per pif: removal or pip: pip. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: multiple uterine fibroids. Lot number: 627434, manufacturing date: 2008-06, expiration date: 2010-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), alopecia ("hair loss"), genital haemorrhage ("abnormal bleeding (general)-8 months continuous bleeding") and pelvic pain ("pelvic pain"). Essure treatment was not changed. At the time of the report, the device dislocation, alopecia, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered alopecia, device dislocation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: right- one coil was easily visualized. Left- 5 coils were easily visible. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: pfs and mr received. Reporter's information added. Event: injury nos were updated to abnormal bleeding (general). New event: migration of essure device, pelvic pain, hair loss were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device expulsion ('device migration/migration of essure device location of device: uterus/ essure has moved into uterus'). In an adult female patient who had essure (batch no. 627434), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: ovarian cyst, uterine fibroids, vomiting, kidney stone, knee pain, swelling nos, arthritis, constipation, weight gain, diaphoresis, dizziness, abdominal pain, vitamin d deficiency, thyroid nodular, adrenal neoplasm, miscarriage, hemorrhage (nos), blood pressure high, palpitations and blood pressure high. Previously administered products, included for an unreported indication: iud. Concurrent conditions included: palpitation. Concomitant products included: ibuprofen (motrin), paracetamol (tylenol) and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage ("abnormal bleeding (general), (B)(6) months continuous bleeding"), pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2009, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2015, the patient experienced the first episode of alopecia ("hair loss"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"). And the second episode of alopecia ("hair loss"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the device expulsion, genital haemorrhage, menorrhagia, dyspareunia, nausea, dysmenorrhoea, vaginal haemorrhage and the last episode of alopecia outcome was unknown. And the pelvic pain had not resolved. The reporter considered device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: right, one coil was easily visualized. Left, 5 coils were easily visible. Discrepancy noted, as per pif: removal or pip. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009, total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: multiple uterine fibroids. Lot number#: 627434, manufacturing date: 2008-06, expiration date: 2010-06. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, pfs received: events: "abnormal bleeding (vaginal), hair loss" were added, medical history and date of removal were added. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration/migration of essure device location of device: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and uterine fibroids. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage ("abnormal bleeding (general)-8 months continuous bleeding") and pelvic pain ("pelvic pain"). In 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, alopecia and genital haemorrhage outcome was unknown and the pelvic pain had not resolved. The reporter considered alopecia, device dislocation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: right- one coil was easily visualized. Left- 5 coils were easily visible concerning the injuries reported in this case, the following ones were described in patient¿s medical records: multiple uterine fibroids quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: pfs received: outcome for previously reported event pelvic pain was updated to not recover. Events onset date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.